Event description:
It was reported that the patient had longstanding back pain. She had surgery approximately 1 year or so go which helped her initially. However, her pain returned again. She received lumbar and epidural injection and now the pain mostly on the left lower limb. She has occasional periods weakness in her legs. She has no other neurological deficit. The patient underwent physical therapy and epidural injections; however, she had no relief of pain after conservative management. Since she failed conservative management the patient underwent a posterolateral spinal fusion l4-s1 using rhbmp-2/acs, graft expander/extender and pedicle instrumentation. The bmp was placed along with graft extender and local bone in the lateral gutters in order to complete the posterior arthrodesis from l4-s1 at unknown date, patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient underwent posterolateral spinal fusion l4-s1. Pedicle instrumentation l4-s1. Posterolateral fusion augmented with rhbmp-2, bone bank bone and bone graft from l4-s1 to treat spinal stenosis l4-s1. Op-notes: "...following placement of the pedicle screws, the neurosurgery team scrubbed in and performed the decompression. This had been dictated in a separate dictation and following the neurosurgical portion of the procedure. The orthopaedic team scrubbed in. Prebent rods were placed in the polyaxial head and the pedicle screws were secured using cap screws, the heads of which were then sheared off. Then a large rhbmp-2 kit that has been prepared according to the manufacturer's instructions was split transversely and it was placed along with bone graft and local bone in the lateral gutters in order to complete the posterior arthrodesis from l4-s1. The fascia was closed..." The patient was flipped back to supine position and extubated without any difficulty and brought to the recovery room in a stable position. There was no complication noted during the procedure. The patient was good at the end of the procedure.